Event description:
It was reported that a li61aor iol was implanted and removed when lens haptic bent after insertion. The surgeon enlarged the incision, implanted a backup lens of the same model and sutured the incision. According to info received, the pt is doing fine. Please ref MDR# 1119279-2011-00193.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of investigation.